Event description:
Reporting status: serious injury - permanent impairment. Reporting rationale: stent dislodgement resulting in permanent impairment. Device issue: stent dislodgement. It was reported that the stent dislodged during use. Based on the limited information available, it is possible that the stent implant remains in the patient. There is no additional event or patient information available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that factors that can contribute to stent dislodgement include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal, interactions with other devices and / or anatomy, and lesion morphology. In this case, it is not known when during the procedure the dislodgement occurred or if the stent implant was ever retrieved from the patient anatomy. A definite root cause for the dislodgement cannot be determined.